Event description:
The customer reported that the insulin pump had a failed battery test. The customer reported that she removed the device's battery for about one day. Through troubleshooting, the customer was able to clear the alarm and was advised to monitor the device. The customer will not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.